Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The drive support disk was inspected and no anomalies were noted.

Event description:
It was reported that the paramedics were called and customer was hospitalized due to low blood glucose. Caller stated that the school nurse was changing customer's infusion set, but the customer was connected to the insulin pump and customer received the entire reservoir of insulin. Customer's blood glucose reading at the time of hospitalization was 30 mg/dl. Nothing further was reported.